Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Post-procedure, the patient experienced hematuria requiring a foley catheter and bladder flushing. The patient was admitted for one (1) day for further monitoring and the patient was then discharged (pod01) without any further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Impact code f08 captures the reportable event of "the patient was admitted for one (1) day for further monitoring." Impact code f23 captures the reportable event of "a foley catheter and bladder flushing was required."

Event description:
It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a right percutaneous nephrolithotomy (r pcnl) procedure to remove a stone performed sometime in (B)(6) 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions nor any intra-operative complications noted in the operative note at the conclusion of the procedure. Post-procedure, the patient experienced hematuria requiring a foley catheter and bladder flushing. The patient was admitted for one (1) day for further monitoring and the patient was then discharged (pod01) without any further complications. There were no emergency department (ed) admissions within 30 days. Per physician's assessment, the event was serious, was possibly related to the device, and causally related to the procedure. Additional information received on march 15, 2024. The patient also experienced clot retention post-procedure.

Manufacturer narrative:
Block h11: block b2 has been corrected. Blocks b5, h6 and h10 have been updated based on the additional information received on march 15, 2024. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1309 captures the reportable event of urinary retention. Patient code e1302 captures the reportable event of hematuria. Impact code f08 captures the reportable event of "the patient was admitted for one (1) day for further monitoring." Impact code f23 captures the reportable event of "a foley catheter and bladder flushing was required."